Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr got stuck with the wire. The target lesion was located in the severely calcified vessel. A 1.50mm rotalink plus and a rotawire were selected for use. During procedure, it was noted that the burr stuck with the rotawire right before the lesion. The procedure was completed with this device. No complications reported and the patient condition was good.